Manufacturer narrative:
The reported device was not received for investigation; therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened, a full evaluation will be conducted, and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: 1. Inadequate eo sterilization (manufacturing/assembly error); 2. Inadequate package seal strength (packaging design); 3. Inadequate package size/material selected for the tube-set weight and geometry (packaging design); 4. Degraded label or false data print: expired tubeset used; 5. Use error. 6. Improper storage conditions in sum, the reported failure could not be confirmed since the device was not received at stryker endoscopy for investigation. The product was not returned for investigation, therefore the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a hair in the tubing.

Event description:
It was reported that there was a hair in the tubing.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.